Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Impedances were checked and the reports (stimulation usage, recharge, etc) were checked after interrogating the device. The patient was coached on proper recharging techniques, re-educated on what to expect as far as therapy maintenance is concerned, and she was given some new, more in depth programming. It was confirmed that the battery was not dead the day after surgery. The patient had different expectations/beliefs regarding the duration between recharges than what are typical. She was reprogrammed and educated on the dtm workflow and how to keep up with charging her device as interventions to the alleged battery depletion. The issue has been resolved. The device remains inside the patient and there are no plans to remove the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rep did not program patient's device before they left the clinic after surgery. Patient went home with a device that would not work. Patient charged the device multiple times and after a few hours, the battery would be completely dead. The device also is not working on the side of their body that it is needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient texted the rep the day after they had their device implanted and stated that the battery was depleted.  The rep explained to patient that some patients have to charge everyday depending on energy usage. The patient went home with dtm programmed. No interventions have been done at the time of this report. Explained to the patient that the device can be reprogrammed, but patient stated she wanted the implant removed. The patient has an appointment on december 23rd. The issue has not been resolved at this time, and it's unknown if surgical intervention is planned or scheduled. Additional information was reported that the patient's device was implanted two days ago. The patient's device was not programmed and upon further inspection the internal battery pack will not hold a charge. The patient noted that the device was faulty.